Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room and subsequently was hospitalized with a blood glucose level of over 500 mg/dl with high level of ketones. The customer attempted to self treat with a manual dose injection and a pump supply change, but was treated intravenously with insulin and magnesium in the hospital. The customer was released a few days later with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.